Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with mentor memorygel breast implants 400cc and experienced malaise, fatigue and hair loss as well as capsular contracture baker grade IV and rupture on the left side post-operatively, which was confirmed via CT scan/ultrasound. As a result, the patient underwent removal on (B)(6) 2021. This report is for the right breast prosthesis.